Manufacturer narrative:
Analysis reports that the insulin pump was received with cracked and bleeding display glass. Unable to perform displacement test due to damaged display. Also the cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the customer had damage on the display screen on the insulin pump. The customer blood glucose level was 379 mg/dl. Also customer states the insulin pump was bumped at work troubleshooting was performed but the insulin pump will be replaced. No further information was provided.